Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis (fa) testing. The fa did not replicate or confirm the customer-reported complaint. The reported symptom was not found related to the returned instrument. No broken component was observed at the distal end. Curved blade and clamp arm was found intact. It is possible the wrong part was returned for this complaint. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument has a detached piece of blade. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial head nurse reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing was noted out of the ordinary. The instrument did not collide with anything and no fragment was reported to fall into the patient's anatomy.